Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient lost stimulation. Diagnostic testing revealed several contacts with high impedances causing auto-reducing. Reprogramming provided effective therapy for 70% of the patient's pain pattern. Surgical intervention may be taken to address the issue.